Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The patient had chronic total occlusion - cto, it was a heavily calcified lm and ostial lcx that pre dilation could not be done well. Once the physician couldn't cross the cto he pulled the system back and kept the guide catheter in place (rather than pull together) at which point the guide stripped the stent off. No patient injury. Additional informtion received on (B)(6) 2018: type of procedure: left heart cath; the device was prepped per the IFU;there was no difficulty experienced in prepping the device; the stent was not manipulated during prep;the stent was properly mounted on the system when inspected prior to use;the sds was prepped according to IFU guidelines; guidewire size: .014 wire; no attempt was made to retrieve the dislodged stent; was the stent successfully retrieved: no; the procedure was successfully completed by pre-dil the stenotic lesion and redeployed a stent; current status of the patient: stable; no patient injury;